Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed black particulate matter 0.2 cm in length, in the drip chamber. The particle was determined to be burnt plastic. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access four lead solution administration set had a black spot in the upper drip chamber. There was no patient involvement. No additional information is available.